Manufacturer narrative:
The cause for the false positive troponin advia centaur xp result is unknown. The quality controls results were acceptable. The customer has declined service and suspects sample handling. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and discordant when repeat testing was performed on another test method. There was no known report of adverse health consequences due to the discordant troponin ultra result.